Event description:
It was reported that the implant at tooth site #3 was removed due to peri-implantitis, sinus perforation and for having a loose screw. This complaint captures the loose abutment screw. The peri-implantitis and sinus perforation have been captured under a separate complaint. The patient presented to the general dentist complaining that the bridge was loose. The general dentist noted that the abutment screw at site tooth site #5 had loosened and tissue had grown over the implant at that site. The general dentist also reported that the abutment screw on the implant at site #3 had loosened. During the torque adjustment the abutment began to move and that there was exudate from the buccal. The other implant that was connected to the bridge was noted to be fine.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the unknown zimmer screw has been updated to an unknown 3rd party screw. This supplemental report is being submitted as a retraction to the initial report MFR-0001038806-2026-00068. Product evaluation and confirms that the reported device is not manufactured by zimvie and zimvie does not have reporting responsibility for the updated device. Therefore, this event no longer meets the requirements for a reportable event and no further medwatch reports will be submitted by zimvie. The following sections are being reported: b4: date of this report was updated b5: description of event was updated g3: date received by manufacturer was updated g6: type of report was updated h2: type of follow up was updated. H10: additional narrative/data was updated.

Event description:
During product evaluation, the returned screw appears to be an 3rd party screw. As a result, the prior submissions for MFR- 0001038806-2026-03360 submitted on january 6, 2026 is no longer considered a reportable event by zimvie and no further reports will be submitted.